Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator alarmed safety valve, and not able to clear alarm after it has been running for a while. The issue occurred during patient-use and the respiratory therapist manually ventilated the patient. The customer confirmed that there was no patient harm associated with the reported event.